Manufacturer narrative:
Block b3: approximated based on the service date from the fax became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 5019730 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1160 serial number: (B)(6). Batch/lot number: 331642 model/catalog description: spectra wavewriter ipg kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had difficulty charging implantable pulse generator (ipg). It was also mentioned that the spinal cord stimulation (scs) leads migrated following a fall which was confirmed with imaging.